Event description:
It was reported that one week after implant, this right atrial (ra) lead was found to have dislodged, with it presenting high pacing threshold measurements and lack of sensing as a result. It was found that the lead did not have enough slack. The lead was revised and repositioned. No additional adverse patient effects were reported.